Event description:
It was reported that the patient had an unspecified promus stent implanted in the proximal right coronary artery (rca) on (B)(6) 2010. On (B)(6) 2013, the patient returned with angina and was diagnosed with a non-st elevation myocardial infarction. Coronary angiography revealed a focal ostial stenosis of the rca. No intervention was performed and the patient was treated medically. The event was considered resolved without residual effects and the patient was discharged on (B)(6) 2013. No additional information was provided.

Event description:
Additional information: the patient symptoms also included nausea and vomiting. They experienced EKG changes, indicating possible lateral ischemia. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, ischemia, nausea, myocardial infarction, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.